Manufacturer narrative:
Engineering evaluation noted that properly functioning implants depend on their appropriate fixation to the bone; fixation is usually achieved by cementing the implant onto the bone. Some surgeons prefer to use biologic (non-cemented) fixation. Although implants are firmly fixed at the initial knee replacement surgery, they may become loose over time. Friction caused by the joint surfaces rubbing against each other wears away the surfaces of the implant, crating tiny particles that accumulate around the joint. In a process called aseptic (non-infected) loosening, the bone of the implant to the bone is destroyed by the body's attempt to digest the wear particles. During this process, normal bone is also digested (a condition called osteolysis), which can weaken or even fracture the bone. When the prosthesis becomes loose, the patient may experience pain, change in alignment, or instability. Aseptic loosening is the most common mode of failure of knee implants. The revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone.

Event description:
Index surgery: (B)(6) 2011. Revision due to loosening. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
It is noted that surgical revisions or intervention are a known complication of total joint prothesis for loosening. There is no indication that there is a device related problem/malfunction, there is no allegation against any device. The most likely cause of the reported event is related to the underlying conditions of the patient. This device is used for treatment not diagnosis. Corrected information: this is not a facility or importer.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00056, 1038671-2017-00057 and 1038671-2017-00058.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2011. Revision due to loosening. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.